Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A button issue was reported with the freestyle libre reader. Caller reported the customer's reader would not power on with button press and he/she therefore could not obtain blood glucose readings. Customer experienced a loss of consciousness and was seen at a hospital where blood glucose readings of 9.3 mmol/l and 11.4 mmol/l and a ketone result of 1.2 mmol/l were obtained. Customer was diagnosed with diabetic ketoacidosis and treated with insulin intravenously. Customer was hospitalized for an unspecified duration. There was no report of death or permanent injury associated with this event.